Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the vascular stent allegedly partially deployed; therefore, a second device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure was confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt. As a result of the investigation performed the complaint was confirmed. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device and the patient anatomy the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." And "predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." The IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore, the IFU states: "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use." Date of awareness changed on new information received: 08/16/2017

Event description:
It was reported that the vascular stent allegedly partially deployed; therefore, a second device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
New information provided revealed that the reported date of awareness was incorrect. The event information was reported to the dealer/distributor (a non-bard entity) on 06/24/2017; however, the dealer/distributor did not report the event to a bard employee until 08/29/2017. Therefore, the date of awareness and the emdr date of awareness were updated to 08/29/2017. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure was confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt. As a result of the investigation performed the complaint was confirmed. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device and the patient anatomy the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." And "predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." The IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore, the IFU states: "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use."

Event description:
It was reported that the vascular stent allegedly partially deployed; therefore, a second device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The supplemental is being submitted to report the PMA/510(k) # which was identified on 02/20/2019 during a quality audit review of closed files. The manufacturing review, investigation summary, and the labeling review remain unchanged. The catalog number identified has not been cleared in the u.s. But, it is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. New information provided revealed that the reported date of awareness was incorrect. The event information was reported to the dealer/distributor (a non-bard entity) on 06/24/2017; however, the dealer/distributor did not report the event to a bard employee until 08/29/2017. Therefore, the date of awareness and the emdr date of awareness were updated to 08/29/2017. Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. Investigation summary: on the basis of the returned stent graft delivery system, the alleged deployment failure was confirmed. The stent graft was found to be partially released. The outer sheath was found to be elongated, which indicated that a high deployment force was present during the deployment attempt. As a result of the investigation performed the complaint was confirmed. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device and the patient anatomy the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." And "predilatation of the stenosis may be performed prior to stent graft deployment at the discretion of the physician." The IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." Furthermore, the IFU states: "the sterile packaging and devices should be inspected prior to use. Verify that the packaging and the device are undamaged and that the sterile barrier is intact. If damaged, do not use."

Event description:
It was reported that the vascular stent allegedly partially deployed; therefore, a second device was used to complete the procedure. There was no reported patient injury.